Event description:
Additional information received indicated the physician observed the internal components of the right atrial lead were twisted following the procedure. The physician reported the lead appeared to be twisted prior to placing the lead in the patient.

Event description:
During an implant procedure, no sensing was observed on the right atrial (ra) lead. The physician attempted to reposition the ra lead, however, no sensing was able to be obtained. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of no sensing was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The reported event of twisted insulation was confirmed. The cause of the reported event of insulation twisted was consistent with procedural damage. Additionally, a visual and x-ray examination of the lead revealed no with the exception of damage related to the procedure.